Event description:
Updated summary: paramedics took the customer to the emergency room for the low. Customer alleged pump was not delivering insulin properly leading to low. So, customer was alleging over delivery, not under delivery. Reservoir level and status screen were close enough to be functioning as designed per updated complaint text from follow-up. Pump does not have auto mode/smartguard feature. Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the primary svn# (B)(6) event date of 07-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn# (B)(6) event date of 07-mar-2025 of the daily total collection start time, the daily total of basal insulin delivered = 31.3 u and daily total of bolus insulin delivered = 11.3 u which is equal to the daily total of all insulin delivered = 42.6 u. All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the primary svn#(B)(6) event date of 07-mar-2025. In further review of the formatted history file, there were "no" no delivery alarm/insulin flow blocked alarm or unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(6) event date of 01-jan-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.00 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for bolus delivery anomaly/possible under/over delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a possible under delivery anomaly as the pump was not delivering insulin correctly. The customer reported blood glucose value of 30 mg/dl and was treated with emergency room visit/ambulance. The event involved product(s) mmt-332a, mmt-1715k, mmt-397a. Troubleshooting was performed and confirmed that the customer has been using the insulin pump system within 48 hours of reported hypoglycemia event. It was unknown whether the customer was using the automode/ smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1715k. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.